Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and non calcified brachial vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During a shunt pta procedure under echo, the peripheral cutting balloon was used in the target lesion. After the balloon was delivered up to the lesion area without any resistance felt, pressure was applied for initial inflation. However, the physician felt that the pressure gradually leaked at 1atm for 5 seconds. Since it was a very subtle leak, the usage was continued. Pre-dilatation was completed at 6atm while there was pressure leaking at 30 seconds. In order to maintain the 6atm, pressure was slightly applied continuously using indeflator to maintain the 6atm. Then, deflation was performed at 1atm for 5 seconds; however, since the rewrap of the balloon under echo was not good, the physician became concerned with the leak. Consequently, the usage of the balloon was stopped and the device was removed from the patient's body. Outside patient's body, balloon rupture was noted while the balloon was applied pressure and diluted contrast media was leaking like spray. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and non calcified brachial vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During a shunt pta procedure under echo, the peripheral cutting balloon was used in the target lesion. After the balloon was delivered up to the lesion area without any resistance felt, pressure was applied for initial inflation. However, the physician felt that the pressure gradually leaked at 1atm for 5 seconds. Since it was a very subtle leak, the usage was continued. Pre-dilatation was completed at 6atm while there was pressure leaking at 30 seconds. In order to maintain the 6atm, pressure was slightly applied continuously using indeflator to maintain the 6atm. Then, deflation was performed at 1atm for 5 seconds; however, since the rewrap of the balloon under echo was not good, the physician became concerned with the leak. Consequently, the usage of the balloon was stopped and the device was removed from the patient's body. Outside patient's body, balloon rupture was noted while the balloon was applied pressure and diluted contrast media was leaking like spray. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.